Event description:
During preparation for a cardiopulmonary bypass procedure, the user observed that the pump's speaker, through which audible alarm tones are generated, was not functional. There were no adverse consequences to the pt as a result of this event.